Event description:
New information noted programming changes were made prior to atrial lead explant.

Event description:
New information noted noise was seen on the electrogram and patient was followed in clinic. Noise was causing mode switches. The asymptomatic patient's right atrial lead was explanted. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. Patient was stable. No further information was provided.